Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected, device not yet evaluated but anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the ¿extension wouldn¿t allow insertion of the proximal end¿ of the lead, not even when the extension screw was unscrewed completely. It was noted that there was an ¿issue¿ with the extension. It was unknown whether any external factors may have led or contributed to the issue. The extension was replaced as a result of the event and the issue was resolved. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found no significant anomaly with the extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.